Event description:
It was reported to medtronic minimed that the customer experienced device test failure. The customer reported a blood glucose value of 17 mmol/l. The customer reported hyperglycemia, diabetic ketoacidosis treated with an insulin pump (subcutaneous insulin infusion), and an ems/ambulance/ER visit. The customer reported that the cause of the event was unknown as nothing was identified in troubleshooting. The event involved product(s) mmt-1885a. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event, also the auto-mode feature was active at the time of the event. The high-pressure test did not pass twice. No further patient complications were reported. Mmt-1885a was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, keypad overlay texture damage, pillowing keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the first 10 boluses listed on the event date 25-aug-2024 in the pump history file. (B)(6)2024 00:02:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2024 00:07:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2024 00:12:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 2250 (0.225 u) bolusamountdelivered: 2250 (0.225 u) (B)(6)2024 00:17:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2024 00:22:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2024 00:27:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2024 00:33:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 2750 (0.275 u) bolusamountdelivered: 2750 (0.275 u) (B)(6)2024 00:37:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2024 00:42:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2024 00:47:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) please see below for the daily total of all insulin delivered on the event date 25-aug-2024 in the pump history file. (B)(6)2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6)2024 00:00:00.000 dailytotalofallinsulindelivered: (B)(6) (69.825 u) dailytotalofbasalinsulindelivered: (B)(6) (17.45 u) dailytotalofbolusinsulindelivered: (B)(6) (52.375 u) there were no autosuspend (12) alarm noted on the event date 25-aug-2024 in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date 25-aug-2024 in the pump history file. (B)(6)2024 12:36:21.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 17:47:15.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 25-aug-2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs. Device test failed not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.